Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a code 1005, which is an open circuit condition detected during shock delivery, and high out of range shock impedance measurements greater than 125 ohms on the right ventricular (rv) lead. A review of the stored episode from the previous day indicated the initial 31 joule device shock accelerated the rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone, the next 41 joule device shock failed to convert the arrhythmia but the third 41 joule device shock successfully converted the arrhythmia. A review of the daily shock impedance trend shows a gradual increase in measurement values over the past year from the 90 ohm range to the 140 ohm range, which is high out of range. The crt-d device was explanted and the rv lead was surgically abandoned and both products were replaced nine days later. No additional adverse patient effects were reported.

Event description:
It was reported that that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a code 1005, which is an open circuit condition detected during shock delivery, and high out of range shock impedance measurements greater than 125 ohms on the right ventricular (rv) lead. A review of the stored episode from the previous day indicated the initial 31 joule device shock accelerated the rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone, the next 41 joule device shock failed to convert the arrhythmia but the third 41 joule device shock successfully converted the arrhythmia. A review of the daily shock impedance trend shows a gradual increase in measurement values over the past year from the 90 ohm range to the 140 ohm range, which is high out of range. The crt-d device was explanted and the rv lead was surgically abandoned and both products were replaced nine days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Device memory was reviewed, and a code 1005 was confirmed to have occurred while the device was implanted. An x-ray was performed on the device which shows an intact plasma fuse. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.